Event description:
The complaint was reported as: the customer reports that there was a tear/split on the circuit between the wye connector and the water trap. No report of a patient injury.

Manufacturer narrative:
Two (2) pictures related with the customer complaint # (B)(4) were received for analysis. It was visually inspected and was detected a tear on the corrugated tubing. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) could not be conducted since the lot number was not provided. The manufacturing date of the product in question could not be determined since the lot number was not provided with the complaint information. However, complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists. The customer complaint is confirmed based on the picture received based on a similar issue observed during manufacturing the root cause could be related to sharp edges detected on the work station where the leak test to the circuits is performed. Those sharp edges of the work station were polished to avoid damage to the product. This activity was performed (B)(6) 2013 and no other issues have been observed since then. As containment actions, all the workstations from the line were reviewed looking for sharp edges that could damage the product and were corrected as applicable. Currently the workstation for the assembly of these products does not have sharp edges that could cause product damage.